Manufacturer narrative:
The investigation of low pump flow has been completed. The returned compliant 5.5 pump visually inspected. Cannula kink and slight catheter kink at connection point observed. No biomaterial and no broken blade observed. The clinical details stated: tortuous left axillary implant of 5.5. Impella kinked at several points including cannula and juncture of cannula/white cable. The root cause of the low pump flow was patient condition related due to tortuous anatomy of left axillary that kinked the device. D9 date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. In instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported while on impella 5.5 support and during the implant, the pump kinked at several points including cannula and juncture of cannula/white cable. After the implant, motor current dramatically reduced and pulsatility ceased, flows decreased to 0.0-0.1. Position was confirmed and troubleshooting efforts did not resolve the issue. The pump was explanted and replaced with a new impella 5.5. There was no patient harm reported.